Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance (cps) regarding the interlink IV catheter extension set in which a recurring issue of tubing bursting during use with pressure injectors has been observed. The customer said that they have used the product with their power injectors for "6 years" and have not had any problems til recently and did not know how many times it occurred. The reporter understands this product cannot be used with high pressures and reiterated they only used "3.0 and 4.0psi". Writer explained that the internal pressure of the extension set is only rated for 45psi, but if they are only using 3psi and 4 psi, the product should not be bursting. The customer explained that the tubing itself burst and confirmed that the clamp was not clamped. They are currently using another companies high pressure extension set until the sales rep delivers samples for them to try. There are no samples available for evaluation. The most recent condition involved some blood loss, but it was very minimal and there was no patient injury or medical intervention necessary. No additional information is available.